Manufacturer narrative:
During the evaluation of the device at the manufacturer's service-center, the tubing from the sensor assembly to the flow sensor was found to be disconnected. Damage consistent with the device being dropped was observed. The tubing was reconnected to address the issue.

Event description:
The manufacturer received information alleging an issue with a ventilator's air flow. There was no harm or injury reported.